Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. It was determined during the investigation that there is no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A definitive conclusion regarding the complaint incident cannot be reached.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a draining slowly alarm several times during drain 3 of 4 of treatment as well as an m31 air detected in cassette alarm and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cycler set cassette was not found to be loose. Fluid was found coming from the cycler set cassette and into the cassette door compartment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was documented upon initial reporting that the patient will stop using the cycler to allow it time to dry for treatment the following day. Additional information was requested but was not provided. It was stated upon initial reporting that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a draining slowly alarm several times during drain 3 of 4 of treatment as well as an m31 air detected in cassette alarm and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cycler set cassette was not found to be loose. Fluid was found coming from the cycler set cassette and into the cassette door compartment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was documented upon initial reporting that the patient will stop using the cycler to allow it time to dry for treatment the following day. Additional information was requested but was not provided. It was stated upon initial reporting that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer.